Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sales rep reported patient presented with fracture to mcp joint. Dr related fracture to the implant. Upon removal of the silicone implant it was found broken into two pieces. The surgical site was cleaned up and a new mcpx-20 preflexed implant was inserted into the patient.

Manufacturer narrative:
The reported event that unknown mcp silicone implant was alleged of 'implant breakage after surgery' could be confirmed base on provided pictures. It was reported from "op notes" that the patient "has had a long history of problems with her right upper extremity. She has noted a mass forming in the 2nd web space. In addition, the patient has undergone a previous metacarpophalangeal joint arthroplasty of the right index finger and has, by MRI, fractured this implant. She has noted deformity as well as pain." However, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Sales rep reported patient presented with fracture to mcp joint. Dr related fracture to the implant. Upon removal of the silicone implant it was found broken into two pieces. The surgical site was cleaned up and a new mcpx-20 preflexed implant was inserted into the patient.